Event description:
The device was used during a bypass procedure. Reportedly, the instrument broke and the tip disengaged into the pt's cavity. The surgeon was able to retrieve the component and applied another device to complete the procedure. The hospital has reported no pt injury occurred.